Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-16199, 2017865-2019-16200, 2017865-2019-16201. It was reported that the patient presented in clinic. The patient notified the physician that pacemaker system was feeling itchy post procedure. The patient removed the pacemaker, right ventricular lead, left ventricular lead, and atrial lead themselves. Patient was in stable condition when they appeared in clinic.